Event description:
The respiratory therapist (rt) reported the ventilator was set to deliver a tidal volume of 250 ml, but the display was showing an exhaled volume of 1100-1250 ml. The rt reported they used a handheld spirometer to measure the exhaled volume, with readings of 300-350 ml. The rt reported the pt was breathing spontaneously, with a rate of 28-30/minute, and spontaneous volume of 250-350 ml. The rt manager initially reported the pt suffered no harm as a result of the alleged reported problem. The rt later reported that the pt's work of breathing was increased, appeared to be in respiratory distress and was diaphoretic. The rt reported the pt was removed from the ventilator, and their work of breathing returned to stable.